Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician attempted to advance the stent into the patient, but it got stuck. Therefore, the doctor opened a new set to complete the procedure. There were no adverse effects to the patient nor delay in the procedure noted. A new replacement was used.

Manufacturer narrative:
Device evaluation. 1 unit of oacl-7-12 of lot number c1939045 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 august 2025. On evaluation of the devices the following observations were made: visual inspection: pushing catheter, guiding catheter, stent (pre-loaded on catheter), and flap protector returned. Pushing catheter examined and no damage observed. Guiding catheter examined and no damage observed. Stent examined and no damage observed. Functional inspection: 0.035 inch wire guide passes through the stent. Pushing catheter and guiding catheter move freely over each other. The reported failure was observed. Photographic evidence was provided for evaluation. Review of the photo confirmed that the device package, containing the pushing catheter, guiding catheter, and stent, showed no signs of damage. Manufacturing records prior to distribution oacl-7-12 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-7-12 of lot number c1939045 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has not occurred previously with this lot. Instructions for use and/label. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause cannot be determined. A possible cause may be the absence of a sphincterotomy prior to stent placement. Without sphincterotomy, the sphincter of oddi remains tight, which can make it difficult to pass the stent through the papilla into the bile duct¿especially in cases of narrow ducts or a stenotic papilla. Lab evaluation confirmed no damage to the device, and it functioned as intended, suggesting the difficulty was due to procedural factors rather than a device defect. Additionally, the wire guide was not inspected prior to use; if any damage had been present on the wire guide, it might also have contributed to the reported issue. Summary. Complaint is confirmed based on visual/functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause cannot be determined. A possible cause may be the absence of a sphincterotomy prior to stent placement. Without sphincterotomy, the sphincter of oddi remains tight, which can make it difficult to pass the stent through the papilla into the bile duct¿especially in cases of narrow ducts or a stenotic papilla. Lab evaluation confirmed no damage to the device, and it functioned as intended, suggesting the difficulty was due to procedural factors rather than a device defect. Additionally, the wire guide was not inspected prior to use; if any damage had been present on the wire guide, it might also have contributed to the reported issue.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-aug-2025.